Event description:
It was reported that during a lap nissen fundoplication procedure, the hand activation button worked intermittently. Completed the case using the foot pedal. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.